Event description:
As reported by the edwards field clinical specialist, upon removal of the sheath following a successful transfemoral tavr procedure, a dissection was noted in the right external iliac artery (reia). A surgical cut-down to surgically repair the reia was performed. Two 7x8 absolute pro peripheral stents were surgically placed. In addition, a patch to the posterior arteriotomy was performed due to a tear from the non-edwards closure device. The patient was transferred to the intensive care unit in stable condition following the procedure. The dilators and sheath advanced without difficulty. The minimum luminal diameter (mld) of the access vessel was 6.5mm. The patient's vessels were noted to be moderately calcified and mildly tortuous.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel¿s minimum luminal diameter was 6.5mm and the vessels were noted to be moderately calcified and mildly tortuous. Although it cannot be confirmed, the reported vascular complication was most likely due to the advancement of the sheath into a less than indicated sized vessel with moderate calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.